Manufacturer narrative:
Follow-up # 1 date of submission 10/30/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/21/2013 with the following findings:during testing, the vibration motor was unresponsive. The pump case was opened and corrosion was found on the audible alarm circuit. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. A test screen was installed and displayed properly. Additionally, evaluation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. It was reported that the pump was vibrating non stop. Battery was reinserted but it did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.